Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. After rebooting the system (as instructed) the system began to function as expected. The system was not tested on site, however. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that there was no occlusion tone heard and priming issues exhibited during cataract procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic system was getting freeze, no aspiration during the phacoemulsification mode of the surgery. The procedure was completed after restarting the system and patient impact have not been provided.